Event description:
Same case as MDR ID: 2134265-2013-08036. (B)(4). It was reported that restenosis, non-st elevation myocardial infarction, exertional chest pain with shortness of breath, nausea and vomiting occurred. In (B)(6) 2010, the subject presented with left upper chest wall pulling and some dyspnea with exertion. The subject was diagnosed with stable angina and cardiac catheterization was recommended. The first target lesion was located in the proximal left circumflex (lcx) artery with 99% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 16 x 2.50mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. The second target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 34 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement of a 38 x 2.75mm taxus liberté stent with residual stenosis of 0%. In addition,the first target lesion was only pre-dilated according to the cath log and the second target lesion was treated with only pre-dilatation as per catheterization report and cath log. The following day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented to hospital with exertional chest pain associated with shortness of breath, nausea and vomiting and was admitted for the same. At the time of the event, the subject was taking aspirin, the study drug per protocol was last taken on (B)(6) 2013. EKG changes showed a st-t wave depression and were suggestive of non st-elevation myocardial infarction. Cardiac enzymes were elevated consistent with protocol definition of mi. The subject was treated medically during the course of hospitalization. Two days later, the event was considered to be resolved without residual effects and the subject was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the index procedure was performed in (B)(6) 2010 and not in october 2010 as previously reported. Also, the first and second target lesions were both de novo lesions and the subject was discharged one day post index procedure. In (B)(6) 2013, the subject also presented with diaphoresis. The study stent placed in proximal lcx was widely patent. In addition, the subject was diagnosed with non q-wave myocardial infarction. In (B)(6) 2013, the subject was hospitalized and non target vessel revascularization was performed. At the time of reporting, the event was considered recovering/resolving. Five days post hospitalization, the subject was discharged.